Manufacturer narrative:
Concomitant medical product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 17-oct-2014, UDI#: (B)(4); product ID: 8709sc, serial/lot #:(B)(4), ubd: 12-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (7500 mcg/ml at 374.8 mcg/day) via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that¿since her implant date of (B)(6) 2016 she had a "partially plugged" catheter that has caused her to have volume discrepancies at refills. It was noted at the "last few refills" they were wasting 5-10 ccs of drug. The doctor did not communicate a plan to have her catheter revised in any way at this point.¿ patient symptoms were not reported.